Manufacturer narrative:
The actual product involved with the incident reported was not returned, however one (1) representative unopened sample was received. Method: the actual product involved with the incident reported was not returned, however one (1) representative unopened sample was received. Needle supplier which is our customer as well was contacted to verify if and evaluation will be performed to the representative sample received. At the time of this report no response from the needle supplier has been received. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties puerto rico inc. Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. Needle supplier, was contacted to verify if there were any quality issues related to the needle batch used in the manufacturing of the lot reviewed. Supplier confirmed that no ncrs were generated as part of the manufacturing process of the needle lot. The needle supplier has been made aware of this complaint for a continued investigation. At the time of this report results of the sample evaluation has not been received. Upon receipt of the results of the evaluation performed a follow up report will be submitted. (B)(4) item #item #(B)(4) stratafix spiral pga-pcl knotless tissue control device. 2rb-1 2-0 u mnd 16x16 13mm ldr, lot mbnp750.

Event description:
It was reported that, "the first needle popped off prematurely inside the patient during an unknown procedure. The first needle was retrieved and a second needle was tried, broke off into the patient but wasn't found. The needle is still in the patient. No other information is known. Ref (B)(4).